Event description:
It was reported that the patient complained of diaphragmatic stimulation. The lead was found to have dislodged, and was repositioned. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.